Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments but destructive analysis could not be performed due to legal restrictions. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped for unknown reasons. Upon explant approximately four years later, insulation damage was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.